Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon burst due to calcification. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the tip of the device was damaged. At 52mm in length running proximally from the proximal end of the distal balloon waist, the inflation lumen, guidewire lumen and markerbands were flattened. The lumens within the 52mm segment were also stretched. Product analysis could not confirm the reported burst as the device damage was too severe to perform an inflation test to verify any damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon burst due to calcification. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.